Event description:
The report stated that soon after starting the radio frequency ablation procedure, the patient complained of heat on their thigh, where the patient return electrode pad was attached. The doctor stopped the ablation to check and confirmed 1cm red burn at the location. The doctor changed to a new pad and completed the procedure. Burn was treated immediately after the procedure and it was regarded as minor.

Manufacturer narrative:
Date of initial report: 10/16/2007. The sample is currently under evaluation. When the investigation is complete, a follow-up report will be sent.